Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle ppf received. Ppf alleges stroke and heart attack. Doi: (B)(6) 2017; dor: not reported (left hip).

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product / lot combination(s) since release for distribution.

Manufacturer narrative:
Product complaint #: (B)(4).